Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd precisionglide¿ needle has been found containing foreign matter before use. The following has been provided by the initial reporter: foreign material in the needle case. There is foreign material (looks like white string) in the needle case. Clarified with sales rep whether the foreign matter being observed is referring to epoxy on needle.

Event description:
It has been reported that one bd precisionglide¿ needle has been found containing foreign matter before use. The following has been provided by the initial reporter: foreign material in the needle case. There is foreign material (looks like white string) in the needle case. Clarified with sales rep whether the foreign matter being observed is referring to epoxy on needle.

Manufacturer narrative:
Investigation summary: photo evaluation: one photo was received for investigation. Unable to observe the foreign matter from the returned photo. Sample evaluation: one actual sample in opened packaging was received for investigation. The sample was subjected to visual inspection to check for foreign matter. One loose foreign matter was observed on the body of the cannula. It was fiber-like material in white color. A device history record review found no non-conformances associated with this issue during production of this batch. The white foreign matter was sent for ftir test to determine the foreign matter type. The ftir results shows that the spectrum matches reasonably with that of cellulose. Cellophane is a derivative of cellulose. Paper, wood, cotton, and similar materials are also comprised of cellulose. Able to confirm the customer experience based on the returned sample. The assembly processes are in enclosed machine and there is no white cellulose material inside the vicinity of the machine. The foreign matter could be due to loose fiber from the associate beard cover which could have been transferred during product handling.